Manufacturer narrative:
No product will be returned per customer. The customer complaint of extension set leaked could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the extension set leaked. No patient harm reported.